Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy. The patient¿s pd culture yielded growth of pseudomonas which is an organism that is widely found in the environment. The patient¿s pd manager indicated the patient was ill with covid -19 and experienced a death on the family which impacted the patient¿s adherence to infection control. Therefore, based on the reported information, the cause of the patient¿s peritonitis can be attributed to a breach in aseptic technique, as reported by the pd manager. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient had cloudy fluid in the drain bags and confirmed it was peritonitis. The patient believes it's from having the window open and something contaminating the sterile field. Upon follow-up, the pd manager in the patient¿s associated clinic confirmed the patient was experiencing symptoms of cloudy pd effluent. As a result, the pd nurse went to the patient¿s home and collected a pd effluent sample for culture. Per the pd manager, the patient¿s pd culture grew the bacteria pseudomonas. It was reported the patient is being treated with the antibiotics vancomycin and ceftazidime (per clinic algorithm) intra-peritoneal (ip). The patient is reported to be recovering and continues pd treatment with the same cycler without any adverse effects. Per the pd manager, the patient did not have any fluid leaks or any issues with fresenius device or product in relation to the event. Reportedly, the patient had been ill with covid-19 and experienced a death in the family. The pd manager stated these events impacted the patient¿s adherence to infection control during the pd exchange. The nurse stated the patient¿s peritonitis is associated a breach in aseptic technique.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. In addition, the user guide was reviewed and states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time the reported incident could be attributed to end user error in accordance to the complaint description. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient had cloudy fluid in the drain bags and confirmed it was peritonitis. The patient believes it's from having the window open and something contaminating the sterile field. Upon follow-up, the pd manager in the patient¿s associated clinic confirmed the patient was experiencing symptoms of cloudy pd effluent. As a result, the pd nurse went to the patient¿s home and collected a pd effluent sample for culture. Per the pd manager, the patient¿s pd culture grew the bacteria pseudomonas. It was reported the patient is being treated with the antibiotics vancomycin and ceftazidime (per clinic algorithm) intra-peritoneal (ip). The patient is reported to be recovering and continues pd treatment with the same cycler without any adverse effects. Per the pd manager, the patient did not have any fluid leaks or any issues with fresenius device or product in relation to the event. Reportedly, the patient had been ill with covid-19 and experienced a death in the family. The pd manager stated these events impacted the patient¿s adherence to infection control during the pd exchange. The nurse stated the patient¿s peritonitis is associated a breach in aseptic technique.

Event description:
It was reported that a peritoneal dialysis (pd) patient had cloudy fluid in the drain bags and confirmed it was peritonitis. The patient believes it's from having the window open and something contaminating the sterile field. Upon follow-up, the pd manager in the patient¿s associated clinic confirmed the patient was experiencing symptoms of cloudy pd effluent. As a result, the pd nurse went to the patient¿s home and collected a pd effluent sample for culture. Per the pd manager, the patient¿s pd culture grew the bacteria pseudomonas. It was reported the patient is being treated with the antibiotics vancomycin and ceftazidime (per clinic algorithm) intra-peritoneal (ip). The patient is reported to be recovering and continues pd treatment with the same cycler without any adverse effects. Per the pd manager, the patient did not have any fluid leaks or any issues with fresenius device or product in relation to the event. Reportedly, the patient had been ill with covid-19 and experienced a death in the family. The pd manager stated these events impacted the patient¿s adherence to infection control during the pd exchange. The nurse stated the patient¿s peritonitis is associated a breach in aseptic technique.